Event description:
The complainant reported 66-year-old male patient on impella cp experienced lower than expected flow, with suction alarms, upon attempted ramp-up of the device. The pump was therefore removed and replaced. There was no reported patient harm.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was returned for evaluation and visually inspected. Biomaterial was observed around impeller and purge gap. The cause of the low pump flow issue was most likely biomaterial.